Manufacturer narrative:
Evaluation: results: I(occlusion).

Event description:
An abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5 cm abdominal aortic aneurysm. Vessel morphology was straight forward. It was reported at the time of implant the patient had excellent femoral pulses. The patient presented a week later at an outpatient clinic and was told he had good circulation. Another week later the patient called the physician notifying him that his leg was numb and painful. The physician examined the patient and there was no left femoral pulse. An angiogram was performed revealing that from the bifurcation to the distal area of the stent graft and beyond the stent graft was occluded by thrombus. The cause of the thrombus is unknown. The physician performed a right to left femoral cross over bypass. There was no reported kinking of the device. No additional clinical sequelae were reported and the patient is fine.